Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5089813 that a female patient underwent a breast surgery with two 300cc mentor memorygel breast implants and suffered several unexplained systemic symptoms, including joint pain, brain fog, fatigue, skin rash, back pain, difficulty walking, and forgetting words. The patient stated in the report that all of her symptoms had improved after she explanted the implants on (B)(6) 2016, except the skin rash. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the right prosthesis.